Event description:
It was reported that the patient underwent an acdf for cervical cord injury at c3-c5. While the surgeon was using a guidewire at c3, the tip of the guide wire was broken. The broken piece was remained in the patient body.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.